Manufacturer narrative:
The product was returned to the device manufacturer on 6/4/97. The condition of the guide wire fracture surfaces are consistent with the guide wire being pulled or turned white the guide wire was restrained.

Event description:
The guide wire spring tip fractured during a device procedure. The spring tip remains in the pt. There was no pt injury reported with the event.